Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of will not display flow rate and stops pumping could not be reproduced. Pump displays the pressure and flow rate on touchscreen and pump did not shut down during 4 hour burn-in on wet station. The transducer flow readings were slightly lower compared to flow meter reading, but pump is still functional. Raw and zero transducer readings were normal and well within specifications during all functional tests.

Event description:
It was reported that the device won't show flow rate. No backup was available. No patient injuries were reported.